Event description:
When surgeon requested laser probe, he indicated that the illumination was not working and requested a new probe which did work. Each time probes need to be switched. Biomed was contacted regarding laser. Pt with vitreous hemorrhage repair, no harm to pt.